Event description:
Hill-rom received a report from (B)(6) stating the gear rack on the golvo base widening was missing teeth. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer contacted hill-rom customer support and stated that the gear rack in the golvo leg widening were missing some teeth. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom customer service gave part number 20090038 to customer, in order to resolve the issue. Based on this information, no further action required.